Manufacturer narrative:
Investigation: a used reveos rbc filter and whole blood bag were returned for evaluation. The filter was noted to be fully saturated with blood. No occlusions or clots were found. No disposable defects were identified. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Corrected information is provided in a.1 and b.3. Investigation: a used reveos rbc filter and whole blood bag were returned for evaluation. The filter was noted to be fully saturated with blood. No occlusions or clots were found. No disposable defects were identified. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The reveos systems appear to function normally and no unusual signals were found during the processing of this unit. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * quality of the whole blood - time from processed, storage conditions and resulted in product loss. * the set was not hung in full length impeding the filtration process * donor physiology may also contribute to a higher-than-expected level of wbcs.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the whole blood product. Unit identifier: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the whole blood product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Corrected information is provided in b.5. Investigation: a used reveos rbc filter and whole blood bag were returned for evaluation. The filter was noted to be fully saturated with blood. No occlusions or clots were found. No disposable defects were identified. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide corrected information is provided in h.11. Investigation: a used reveos rbc filter and whole blood bag were returned for evaluation. The filter was noted to be fully saturated with blood. No occlusions or clots were found. No disposable defects were identified. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The reveos systems appear to function normally and no unusual signals were found during the processing of this unit. Corrected root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: quality of the whole blood - time from processed, storage conditions and resulted in product loss. Donor physiology may also contribute to a higher-than-expected level of wbcs. Variance in testing procedure/ equipment accuracy.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the whole blood product. Unit identifier: (B)(6)there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.